Event description:
It was reported that patient experienced issues with charging on pump. There was no reported impact to the customer¿s blood glucose level. Patient was referred to tandem technical support for follow-up contact, and no additional information was received regarding any further actions or outcome of event.